Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was when attempting to check impedances the caller got some error message and could not complete the impedance check. The caller did not know what the message said. Additional information was received stating that the message on the tablet that said invalid data therapy data may be lost with code 00 01 00 bb. The caller indicated that initially when they tried to interrogate they got a different message but that was before calling technical services. During the call the caller ended the session and reinterrogated. The caller got the same 00 01 00 bb message, bypassed the message, and was able to start a programming session with the ins. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.